Event description:
It was reported that the surgeon was inserting a competitor's lens using a msi-tm injector and the haptic got torn off. The lens was removed without enlarging the incision and another same model lens was inserted no pt injury.

Manufacturer narrative:
A lot number search was performed for the cartridge for similar complaints within the search and there were three similar complaints.